Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check. It was noted that the cardiac resynchronization therapy defibrillator exhibited myopotential oversensing. Noise was reproduced with movement, but not evident with pocket manipulation. The device was reprogrammed. The patient was not symptomatic due to the event and was stable.